Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection upstream occlusion sensor (uso) was buckled. Functional testing failed latch lock was broken. The reported complaint was confirmed through, powering on the device and persistent error code alarm, upon opening the device also there was evidence of extensive fluid ingression.

Event description:
It was reported that during testing the pump had triggered last error code (lce). There was no patient involvement and no patient harm reported.